Event description:
This patient developed endocarditis. The ICD was removed without issue. However, the rv lead was heavily scarred in-place, so the decision was made to cap the lead. Patient was given antibiotics and will be re-evaluated for a new ICD system once that has been treated. Additional information was provided. "The lead was capped on (B)(6) 2011 and then explanted (B)(6) 2011.